Event description:
User reported to sales representative that a bed exit system on a medical bed detects patient exiting intermittently.

Manufacturer narrative:
No defects were found. The most probable cause of this situation appears to be that the calibration had not been done by the user and the instructions for zeroing not followed. Therefore, this would be a user error since the indications for calibration and zeroing are mentioned in the accompanying documentation. Precisions were made to the user manuel (corrective action : res 85592 recall 3009591865-04/28/2020-001-c ) to emphasis the preventive maintenance annual checklist, which includes calibration and to emphasis on usage of detection system and the zeroing procedure, which is explained and described in the user manual. The manufacturer will follow the trend.